Event description:
Reportedly, the surgeon squeezed the handle to lock the device. On the second squeeze, the instrument fired. The instrument was released and a partial staple formation was found on all staples except one. The surgeon could not salvage the rectum; therefore a permanent colostomy was performed.